Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an unexpected outcome of two diopters following cataract surgery using intraoperative aberrometry. An intraocular lens exchange is planned. Additional information received. The patient had an intraocular lens exchange approximately seven weeks following the initial surgery. A lens of one diopter difference was implanted, the postoperative outcome of the exchange is unknown at this time.

Manufacturer narrative:
Additional information provided in h.3, h.6, and h.10. Corrected information provided in b.7. The company clinical applications specialist (cas) reviewed the patient history, images, and calculations. Patient was diagnosed with dry eye preoperatively along with the use of glaucoma drops which can exacerbate dryness. The device images show mixed media, uneven dispersion of cortex debris, poor patient fixation, and tear pooling. The patient is diabetic and has dot blot hemorrhages as noted in fundus exam pre-operatively. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).